Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hysterectomy procedure, the device was stuck at burn position in the fallopian tube. It required two another ligasure to cut it loose.